Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 13 events were reported for this quarter. 11 devices were received for evaluation. 2 devices were available for evaluation but have not yet been received. 7 events were not confirmed during testing; however, the device was found to be affected by corrosion. 2 events were not confirmed during testing; however, the device was found to be affected by worn/damaged bearings. 1 event was not confirmed during testing; the device was found to be within specifications. 1 device evaluation is in progress. 10 devices were repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 13 malfunction events in which the device reportedly overheated. 8 events had no patient involvement; no patient impact. 3 events had no known patient involvement or patient impact. 1 event had patient involvement; no patient impact. 1 event had no information received.

Event description:
This report summarizes <noe> 13 </noe> malfunction events in which the device reportedly overheated.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 3 previously reported events are included in this follow-up record.   Product return status 2 devices were received for evaluation. 1 device was not available to stryker for evaluation.   Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by corrosion. 1 reported event was not confirmed during testing; the device was found to be within specifications.   Additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.